Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date was performed in (B)(6) 2015. According to the complainant, the peg tube was difficult to rinse because it had an occlusion. Follow up was made within 24 hours and found that the problem was solved but occurred again. The nurse was advised to perform rinsing in the evening however was changed to once a day in the morning. Reportedly, the patient is treated 24 hours a day with duodopa and the issue was resolved through frequent rinsing. There were no patient complications reported as a result of this event.